Event description:
During an in-service training session, the company representative observed that the battery of the iabp was not displaying on screen when the iabp was unplugged and running. The iabp failed to power up when it was unplugged from the wall power outlet. No pt was involved.

Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. Service report: the case pump is under eval by our service department. When the results become available a all findings will be reported in a supplement document. (B)(4).